Event description:
In 2008 - reporter alleged that the rh intermediate siderail will not latch. No injuries reported at this time. On 04/11/08 tech - lubricate siderail latch. Bed working fine. No injury.